Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, eight (8) by phone and mail, very little additional information had been provided. It was reported by the user facility that it was clearly a user error. There were no other issues reported since then and that the system seems to be working normally. The questions regarding the severity of the burn remained unanswered. According to the report, during a procedure, a nurse actually walked by the laser while the system was on and accidentally knocked off the fiber port and got her clothes burnt in the hip area, which burnt the skin as well. No report of patient injury or complications was received as the procedure was completed with another fiber. A review of the subject device DHR confirmed that the subject device was manufactured on 29-aug-2012 and installed at the customers site on (B)(6) 2012 . Although the user indicated it was clearly a user error with no other performance issues, and the incident did not cause or contribute to any change in the patient's condition, the event caused a burn to staff. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the injury leaving a permanent impairment, lumenis is reporting the event in an abundance of caution. This case is a possible aro however, there is no need to send a separate aro report to the FDA. No corrective action or remedial actions were deemed necessary as a result of this event. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis versapulse powersuite 100w laser was being utilized, a nurse actually walked by the laser while the system was on and accidentally knocked off the fiber port and got her clothes burnt in the hip area, which burnt the skin as well. According to the user, the laser was working fine after attaching new fiber. No report of patient injury or complications was received as the procedure was completed with another fiber.